Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the pulmonary vein isolation procedure, a cardiac perforation occurred while ablating in the left atrium on the anterior side on the roof, which required a pericardial drain. An effusion was noted on the ice while ablating in the left atrium when the patient became hypotensive. The physician confirmed the effusion with a tte probe. The procedure was ended and the patient was then treated in ep lab with a pericardial drain. The patient is now stable. It was noted that the catheter appeared to leave the geometry on the anterior side of the la and there was a large rise in impedance, not due to any malfunction of the device, rather this indicated the point at which the cardiac perforation occurred.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the pulmonary vein isolation procedure, a cardiac perforation occurred while ablating in the left atrium on the anterior side on the roof, which required a pericardial drain. An effusion was noted on the ice while ablating in the left atrium when the patient became hypotensive. The physician confirmed the effusion with a tte probe. The procedure was ended and the patient was then treated in ep lab with a pericardial drain. The patient is now stable. It was noted that the catheter appeared to leave the geometry on the anterior side of the left atrium and there was a large rise in impedance, however it is not assumed to be related to causing the perforation.